Manufacturer narrative:
Sorin group (B)(4) manufactured this synthesis oxygenator. The 510(k) number of k022450. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that during bypass, blood was seen coming from the bottom of the oxygenator. The oxygenator was changed out within three mins w/o issue. There was no report of pt injury. The synthesis oxygenator was returned to sorin group (B)(4) for eval. Sorin group (B)(4) leak tested the unit and confirmed communication between the blood and water side compartments of the oxygenator. Autopsy revealed a hole in the stainless steel heat exchanger membrane. A sample was sent to an outside laboratory for further analysis. The root cause was identified as degradation and corrosion of the metal sheet occurring over time after product release. Defects in the surface of the raw material and chemical interactions were identified as potential causes for the corrosion. Defects in the surface of the raw material can occur as a result of residues generated from (B)(4). Surface defects can also occur if there is irregularity (B)(4). Production process improvements and revised specifications have been implemented to reduce the potential for surface defects of the (B)(4) rec'd from the supplier. Visual inspection of the (B)(4) and monitoring of (B)(4) during the mfg processes are currently in place.

Event description:
Sorin group (B)(4) rec'd a report that during bypass, blood was seen coming from the bottom of the oxygenator. The oxygenator was changed out within three mins w/o issue. There was no report of pt injury.